Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the arterial cannulae tip was cracked and broken off. The surgeon had submerged the cannulae tip in ice prior to the surgery. When the cannulae was removed from the ice bath, he noticed the tip had been cracked at the very bottom at or near the dispersion part of the tip. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process but not yet completed.